Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could be duplicated. After reset the the printed circuits boards and reload the software found the problem has been solved and its handed over to the customer in good working condition.no device logs were received and no part has been replaced. The root cause could not be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patent harm. Manufacturers ref.#: (B)(4).